Event description:
It was reported that a right atrial (ra) lead exhibited diminished sensing and no capture and using transesophageal echocardiogram it was discovered the ra lead had dislodged and was "floating" in the atria. An intervention was done and the lead was explanted and a new right atrial (ra) lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was note that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, and an out of specification analysis result for extension/retraction due to disengagement from the helical channel. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).